Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful. Complaint conclusion: the catheter broke off into the humeral artery, 55 cm from the distal tip. The catheter could be removed with a lasso. Another catheter was used to complete the procedure without any problem. There was no report of patient injury, no other information is available and the device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of catheter separation could not be confirmed. With the limited information provided it is not possible to determine an exact cause for the difficulty encountered by the customer; however there are procedural factors such as over torquing that can lead to catheter separation. There is no indication in the device history review or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The catheter broke off into the humeral artery, 55cm from the distal tip. The catheter could be removed with a lasso. Another catheter was used to complete the procedure without any problem. The patient was in good condition.